Manufacturer narrative:
(B)(4). The customer reported the ac power module is bad - connector pulled out and wires broke. There was no reported pt involvement. The ac power module was replaced and resolved the issue. The bad ac power module was scrapped and not available for evaluation. We will consider this a malfunction of the ac power module where the connector pulled out and wires broke.

Event description:
The customer reported the ac power module is bad - connector pulled out and wires broke. There was no reported pt involvement.